Event description:
A male pt contacted lifecor customer support to report that he took the battery out of the device, took the device off, took a shower and now the monitor will not come back on. He had tried both battery packs, and neither would power up the monitor. Support had him examine the battery contacts, and the pt stated that they all appeared to be normal. Support sent the pt replacement battery packs and monitor.

Manufacturer narrative:
Device manufacture date: monitor. Battery pack- 08/2007. Battery pack - 09/2007. Device eval summary: device evaluations of monitor, and two battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and battery packs.